Event description:
This 80 years old female presented to her family physician with complaints of trouble breathing around february 27, 2006. She was referred to a cardiologist for eval of her pacemaker with the diagnosis of heart failure, pacemaker battery depletion and probable battery malfunction. The cardiologist did determine that her pacemaker was not functioning properly and therefore, took her to surgery on february 27, 2006 for removal and replacement of her battery. She tolerated the procedure well and was discharged on february 28, 2006 in stable condition.